Event description:
The customer reported that the live monitor intermittently shut off. This resulted in intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor power circuits were evaluated and reseated. The system was tested and found to be working as intended and returned to service.